Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent evening and overnight low blood glucose while using the ilet, with concern that insulin was being delivered during lows; review of device reports by support did not show insulin delivery during the reported hypoglycemic events, and prior field guidance included target adjustments and a weight change without resolution. Symptoms included hypoglycemia with blood glucose down to 40 mg/dl that was treated with oral glucose and stabilized, with no negative symptoms reported. Outcomes included no hospitalization and no reported injury. Investigation included case review, algorithm education regarding learning periods, and referral to the healthcare provider and field team for further clinical guidance. Investigation of this case revealed no evidence of insulin delivery during the lows and no device malfunction identified based on available data. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.